Event description:
During a standard inspection of a demonstration unit, the forceps cover glue was chipped/missing. There was no report of any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
During the evaluation, additional issues were found. The probe was loose. The bending section cover glue was peeling. There were scratches between twenty (20) and the bending section and the control knob movement had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Event date: (B)(6) 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was confirmed that there was peeling of glue at the tip as well as damage of the bending section cover. There is a possibility that the peeling of the tip glue was caused by the same cause as the damage, but it was not possible to judge whether the peeling was caused by stress, handling, or other factors. The following is stated in the instructions for use which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correct data. See updated sections e1/e2/e3/g2.